Event description:
A report received from the USA stated the flange of the cuff was broken off. The patient was successfully re-intubated. There was no patient injury reported.

Manufacturer narrative:
(B)(4).